Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00023 on 02-feb-2024. Additional information (06-feb-2024): siemens monitored the tacrolimus performance for 7 days and there has been no recurrence of the issue. Siemens evaluated the event and determined that an instrument malfunction, which was addressed with the service activities mentioned in the initial report, potentially contributed to the falsely elevated tacrolimus (tacr) results. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated tacrolimus (tacr) results were obtained on nine patient samples on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse: replaced the metering, flush pump, impeller, sample probe pump and manifold dilution assembly, pressure disk, valve 2, and dilution probe; ran level-sense reliability; checked and cleaned the drain; checked the fluid fittings; reseated the dilution arm connectors; installed a new dilution arm; aligned and primed the dilution arm; reseated all the tubing, including the bulkhead; performed auto check; verified and adjusted the altitude settings; auto-aligned the dilution ring, mixer, and dilution arm; cleaned the clogged direction 1 air (d1a) tubing and reinstalled it; replaced can 20 and can 21 and fluidic fittings at the bulkhead for water and saline; verified the aspiration of the probe; replaced the probe tubing and valve, saline pump assembly, heater, and metering tubing; auto-aligned dilution arm and reagent probe 1. Then, the cse manually aligned the dilution mixer and performed an auto-alignment, primed the instrument, and performed an auto-check, which passed. The cause of the falsely elevated tacrolimus (tacr) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated tacrolimus (tacr) results were obtained on nine patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the results for the samples identified as (B)(6). The samples were repeated on an alternate atellica ch 930 analyzer and the repeat results recovered lower than the initial results and matched the patients¿ histories. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tacr results.